Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventricular tachycardia procedure, the catheter became "stuck in the papillary muscles" while accessing the left ventricle retro-aortically. After several maneuvers, a transseptal puncture was performed, and a bioptome device was introduced through another manufacturer's sheath to successfully remove the catheter. The procedure was completed with another manufacturer's system. It was noted that the patient had a previous mitral valve repair, and it was surmised that this might have contributed to the difficulty in removing the catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is also based on journal literature. Medtronic was made aware of this event through a search of literature publications.this event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/65 years old. The model listed in the report is afr-00001. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: initial experience with a dual-energy lattice-tip catheter for ventricular tachycardia ablation: procedural feasibility and emerging safety warning. Circulation: arrhythmia and electrophysiology. 2025. 19:e014378. Doi: 10.1161/circep.125.014378. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.